Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there is blockage in the valve.

Manufacturer narrative:
The valve was returned using the returnkit and was inserted in an unknown liquid. When delivered for examination, the valve was at pressure level 2 cmh2o. A visual inspection was performed and there were no apparent deformations or other damage on the housing membrane. To check whether the valve was clogged, we performed a permeability test. This test is performed in a hydrostatic pressure difference of approximately 20 - 30 cmh2o. The test showed that the valve is permeable. The investigation showed the valve can be adjusted up and down in all pressure level range. To measure the brake release force, we equipped the valve with a brake force meter. Here, it is measured what force is applied to the housing must be exercised in order to release the rotor by the magnet integrated in the device. The braking function operated properly. The measurement of the braking force was within the expected specification. Based on our findings, we can identify the suspicions of "non-adjustability". However, we suspect that the deposits found in the valve may have temporarily affected the functionality. A defect of the valve can be excluded. No further actions are required.

Manufacturer narrative:
Additional information - a2, a4, b5, d4 (exp. Date, UDI), d6a, d6b, d7a, d8, d9, e2, e3, e4, h4 corrected information - b1, b2, g4 (PMA/510k), h1. Investigation: visual inspection: slightly scratches on the housing could be detected. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was tested and is adjustable to all specified perssures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result : based on our investigation, we are unable to substantiate the clinical claim of occlusion. At the time of our investigation, the valve was shown to be permeable. No further actions are required from our point of view.

Event description:
A comprehensive review of the open complaints in the system was performed. Although this event was properly assessed and reported, the follow-up was not submitted. Therefore, the results of the investigation will be submitted subsequently.